Event description:
It was reported that the device charge pak (internal battery charger) and attention icons were illuminated. The device download showed that the internal hlc battery capacity was depleted to 0 mah in four months. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control is anticipating the device return to the mfg facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.